Event description:
When abdominal surgical drape removed at the end of the primary caesarean section, a small approx 1 cm vertically long white mark noted on skin of abdomen midway between umbilicus and pubic bone with center area of skin broken down. Requested dr (B)(6) to examine area and she stated it may have been a burn from the bovie used during surgery. Dermabond placed over the site by (B)(6), surgical assist. The mds did use the plastic bovie holder on the field when the bovie was not in use for periods of time as noted during my surgical counts. (B)(4).